Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of seroma-late and capsular contracture was reviewed on july 20, 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations: observed rupture but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported right side capsular contracture, baker grade IV, periprotesic seroma, pain and severe deformity diagnosed by MRI. The device has been explanted and replaced.

Manufacturer narrative:
Health effect-f1905 device revision or replacement. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, large periprosthetic seroma.

Event description:
Physician reported right side capsular contracture, baker grade IV, periprosthetic seroma, pain and severe deformity diagnosed by MRI. The device has been explanted and replaced.